Event description:
(B)(4). On (B)(6) 2014, the patient was randomized to IV tpa + solitaire fr and treated. On the same day as the procedure, the patient was reported to have a parenchymal hematoma that was procedure related. The hematoma resolved on (B)(6) 2014 without treatment.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.